Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that functionality was restored by re-establishing connections on the navigation system and restarting the system. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the interface box for the navigation system could not establish communication with the navigation system. It was reported that the universal serial bus (usb) port being used was switched, the box would communicate with the navigation system. However, once the emitter was connected, a connection could not be established. A second emitter was used without resolution. The site opted to complete the procedure with optical navigation on the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
It was reported that the issue occurred during cranial resection procedure. If information is provided in the future, a supplemental report will be issued.